Manufacturer narrative:
Investigation included a complaint review and technical record review. Investigation of this case revealed no device malfunction identified and no confirmable device-related failure. It was concluded that the event was not confirmed as a device malfunction and that use-related or physiological factors could not be ruled out. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced frequent low blood glucose events while using the device, and the cause was unclear; user education or troubleshooting was performed, and no alerts or alarms were reported. Symptoms included hypoglycemia, such as low blood glucose with associated signs consistent with neuroglycopenia or autonomic activation. Outcomes included disruption of daily activities without reported hospitalization or long-term impairment.